Event description:
It was reported that the right atrial lead exhibited high threshold and poor sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field events of low sensing and high threshold were confirmed in the laboratory. The cause of the events were due to over torque in inner coil near connector pin. The damaged insulation could cause short between coils which could cause the reported events. All other lead testing results were normal.